Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. Visual examination of the returned product identified hudson shank has gouges and scratches from use. Flexible shaft is confirmed bent at approximately mid shaft. No other damage was noted. Device has an approximate field age of 1 year 10 months. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The event description mentions the tech had accidentally hit power release handing power to surgeon prior to using the drill, however it is not known whether this contributed to the flexible shaft becoming broken and holding the bent shape. Based on the returned product, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while drilling for the screw, the drill got caught and spun inside the cup, which bent the flexible drill. The tech had accidentally hit power release when handing the drill to the surgeon. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.